Event description:
It was reported that the health care provider (hcp) sometimes had trouble filling the patient¿s pump. The patient stated she had a lot of scar tissue around the refill port. It was not clear what drug was in the pump at the time of the event. Additional information received reported that the patient was last evaluated by the hcp on (B)(6) 2012 and the patient voluntarily discharged herself on (B)(6) 2012. The hcp did not have any additional information. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID: 8709, lot# j11148r58, implanted: (B)(6) 2002, product type: catheter. (B)(4).